Manufacturer narrative:
Complaint evaluation has been completed by arthrocare for the returned unit. Arthrocare indicated that the root cause of the issue was customer damage. To clarify, the remaining ends of the electrode were observed under microscopy, and there were signs of mechanical failure (snapping or breaking off of the electrode). In addition, there is mechanical damage to the shaft insulation, exposing the stainless steel shaft beneath. This damage is consistent with skiving the device on the inside of a cannula or coming into contact with another instrument in the joint space. No further action is warranted at this time. Conclusion: customer abuse. (B)(4).

Event description:
The dyonics rf whirlwind was placed through a portal into the patient. The dyonics generator then signaled an error. The probe was removed from the patient upon inspection two of the nodules from the distal end of the probe was missing. There was also damage to the insulation on the probe. The probe was replaced and no problems were present. The incident report states the electrodes to the probe could not be found.

Manufacturer narrative:
(B)(4).